Event description:
Per the clinic, the patient experienced poor performance with the device resulting in a decision to explant the device. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.